Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the anchorage mtp cp plate had broken within 6 weeks of implantation and required removal and revision surgery.

Event description:
The customer reported that the anchorage mtp cp plate had broken within 6 weeks of implantation and required removal and revision surgery.

Manufacturer narrative:
The reported event that a cross plate mtp, left anchoragewas alleged of "implant breakage after surgery" could be confirmed, since the plate was returned and was indeed broken in two parts at the level of the compression ramp. Visual inspection was done and plate breakage at the compression ramp was observed. Several scratches were also observed on the plate surface. The fracture site shows a typical fatigue breakage. The failure was caused by overload due to fatigue. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Therefore, based on these facts, the root cause was attributed to a patient related issue. As a reminder, the IFU clearly states: "[...]the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. [...]" The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved, usually after at least 8 weeks of immobilization. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.